Event description:
Caller reported that their pump screen was not functioning as it remained dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to try various troubleshooting steps, including confirming the pump was not plugged into a power source and attempting to turn it on, but the screen remained off, and a red led was blinking around the button with the pump vibrating every three minutes. Reportedly, customer reverted to manual injections for insulin therapy.